Event description:
It was reported that a patient with a diagnosis of stress incontinence, underwent a "tvt" procedure in, 2001. The procedure was performed under local anesthesia and was uncomplicated. At 2 weeks post-op, the physician identified an asyptomatic 7cm mass in the right aspect of the space of retzius. Ultrasound revealed a hematoma. At 4 weeks post-op the mass was unchanged and still asmptomatic. At 5 weeks post-op, the patient presented with fever of 100.6 f, and the decision was made to evacuate the hematoma. The procedure was performed with a small abdominal incision and took 30 minutes. The hematoma was drained and irrigated and no bleeding was noted.